Event description:
It was reported that the patient presented for a post-procedure check-up. During the pre-discharge interrogation, it was noted that the right atrial lead was dislodged into the right ventricle which resulted in the atrial signal being stacked on top of ventricular signal. The lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and far r oversensing. As received, a complete lead was returned in one piece for analysis. The reported event of far r oversensing was not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.